Event description:
The wm-np2 workstation is intended to assist endoscopic procedures using olympus medical devices and their accessories within medical facilities by providing a stable mains power supply and a platform for the use and handling of the devices during endoscopic diagnostic and therapeutic procedures. If equipped with a monitor, the wm-np2 workstation allows visualisation during the procedure. The user reported that during transport of the device, a wheel broke off. No one was harmed.

Manufacturer narrative:
Olympus will further investigate the case in order to assess the incident.

Manufacturer narrative:
On receipt of the broken castor - deformed, severely flattened and worn away thread profiles coated with a black paste like substance could be seen with the naked eye at the top of the spigot. Under microscopic examination, the black paste like substance gave the appearance of metal dust (probably generated during wearing down of the spigot threads), bound together with what appeared to be oil. Additional oil like residue was found in the lower, undamaged parts of the spigot thread. The source of this oil like fluid is unknown as the use of any type of lubricant is not specified during original assembly or castor replacement. This workstation design utilises a 5mm thick spacer fitted between the castor spigot and the base strut component which the castor spigot is screwed into. With neither of these parts being available for examination it is unknown if either of these are worn or damaged (which may have contributed to the previously described black paste). Close examination of these parts for the presence of witness marks (indicating a correctly tightened castor) may contribute to the failure narrative. There is extensive multiple surface cracking visible on the lower threaded section of the spigot, that in all probability extends deeper into the spigot substrate as a pre cursor to catastrophic metal fatigue failure of the spigot, (a known failure mode with this castor application on this model of workstation). The root cause was majorly attributed to a lack of maintenance on the customer side but also revealed some deficiencies in the castor replacement conducted back in 2019 by a local field service engineer who is no longer with olympus. As a result, a review of all reportable castor failure complaints was conducted and this is currently considered as an isolated incident. Workstation was repaired by relevant repair centre and customer was made aware of adherence to 6-monthly castor checks.